Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the handle came off the ao shaft whilst the surgeon was putting the compression rods in place. As a result, the length of the surgery was prolonged by about ten minutes. There was no reported adverse outcome to the patient.